Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-8216-50 serial: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient underwent an explant procedure due to a non-related surgery.

Manufacturer narrative:
Additional information was received that reason for the explant was due to patient not getting adequate coverage and needed a back surgery. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure due to a non-related surgery.